Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported on the morning of (B)(6) 2026, the catheterization technician inserted a PICC catheter into the patient. After measuring the inserted catheter length and prior to trimming the catheter, the technician discovered that the stylet inside the catheter was entangled with a fluffy substance during withdrawal. The catheter became unusable. The nurse opened a new catheter package and reinserted the catheter for the patient. This issue occurred consecutively across seven catheter packages opened during this placement procedure. This report addresses all seven packages.